Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this the patient was hospitalized and a device replacement procedure is being scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this the patient was hospitalized and a device replacement procedure is being scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced hypotension and palpitations due to the device entering in safety mode. Additionally, suspicions of premature battery depletion were raised. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: patient codes. H6: impact codes.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this the patient was hospitalized and a device replacement procedure is being scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced hypotension and palpitations due to the device entering in safety mode. Additionally, suspicions of premature battery depletion were raised. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: patient codes. H6: impact codes.